Event description:
Related manufacturer reference number: 2017865-2025-10492. Related manufacturer reference number: 2017865-2025-10493. It was reported that a patient presented with an infection resulting in fever, fatigue, discomfort and dizziness. The system was revised. The patient was stable after the intervention.